Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 412 mg/dl. The customer treated for the high blood glucose readings with a bolus from the pump. The customer stated that he was trying to figure out how to put a temporary percentage increase on basal and wanted to troubleshoot if the pump was working due to high blood glucose readings. The customer stated that he already talked to his doctor about high blood glucose readings and how to increase the temporary basal. The doctor stated that they are aware of the high blood glucose readings and advised the customer to monitor the pump. The customer did not want to troubleshoot for high blood glucose readings.